Manufacturer narrative:
Samples are collected in 4.9 ml sarstedt lithium heparin tubes and centrifuged for 10 minutes at 3000 rpms. System check data was not supplied. Qc was running accurately and precisely. Bci field service engineer (fse) was dispatched to verify instrument. Fse found no hardware issues but did observe fibrin in patient samples. Preanalytical mishandling is likely the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining erratic accutni results within both normal and risk stratification ranges for one (1) patient, generated by the unicel dxc 600i. The customer did not indicate which result was considered correct. The customer stated there was no death or injury requiring medical intervention or change to patient treatment attributed or connected with this event.